Event description:
Same case as MFR ID #2134265-2011-05008. It was reported that during a stenting treatment procedure stent damage and vessel dissection occurred. The 80% stenosed lesion being treated was located in the mildly tortuous, moderately calcified left anterior descending artery (lad). Using the crushing technique, the physician deployed 3.0x28mm and 2.25x16mm promus element stents in the left main to the lad and diagonal lesions. Using a non-bsc guide wire, the physician then preformed ivus. While advancing the atlantis imaging catheter to the target lesion, resistance was noted. Upon, imaging the 3.0x28mm promus element stent the atlantis imaging catheter became stuck on the distal stent strut and caused the stent to become deformed. The physician pushed the atlantis imaging catheter into the distal vessel and then rotated the atlantis imaging catheter and removed without any resistance. The physician postdilated the 3.0x28mm and 2.25x16mm promus element stents. It was then noted that a vessel dissection had occurred. The physician treated the vessel dissection by deploying a 2.75x16mm promus element stent. While placing the 2.75x16mm promus element stent the delivery system bumped into the 3.0x28mm promus element stent causing stent damage. The damaged stent remains implanted. Upon removal of the 2.75x16mm promus element stent the physician rewrapped the balloon of the 2.75x16mm promus element stent delivery system then readvanced the device for post dilatation. No additional patient complications were reported and the patient's current status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).